Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned, and it was observed that it was detached at polymer jacket and bent at distal tip. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 20nov2024. It was reported that the wire was not smooth and feels like a grit on the wire. A gw 180x25cm fathom -16 was selected for use. During the course of the procedure, it was noted that the wire was not smooth and feels like a grit on the wire. The wire was not entered into the patient. No patient complications were reported. However, device analysis revealed guidewire detachment at polymer jacket.